Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer had symptoms of high blood glucose levels including dry mouth and frequent urination. Customer was not hospitalized. Customer stated that the drive support cap is flush. Pump was giving all batteries a failed screen. Customer did not want to continue troubleshooting. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-45595, 3004209178-2015-45596.